Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient¿s programmer was not working at all. The patient clarified this by stating that they are seeing poor communication screen with and without the antenna attached. The patient tried changing the batteries but it did not resolve the issue. Troubleshooting did not resolve the issue. A new programmer and antenna was sent to the patient. The programmer would not do telemetry with or without the antenna attached. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.